Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: 1125 / expiration date: 2021-11-30 / serial or lot#: (B)(4),UDI #: asku. Device available for evaluation?no. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: asku. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital when their ventricular assist device (vad) exhibited persistent low flow alarms due to a suspected occlusion of the inflow or outflow graft by thrombus. Log files revealed power consumption was below normal limits. The patient¿s lactate dehydrogenase (ldh) was elevated and their international normalized ratio (inr) was noted to have been sub-therapeutic for approximately one month. The patient was started on intravenous (IV) vasodilator medication. The vad was explanted and the patient underwent a heart transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed via log file analysis which revealed a sustained decrease in power consumption and estimated flows on (B)(6)2019 to parameters below the normal operating range and 234 low flow alarms recorded since (B)(6)2019 . Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. Internal pathological report revealed evidence of thrombus within the inflow of the pump. There is no evidence of a device malfunction that may have prevented the devices from performing as intended. Based on the available information the most likely root cause of the reported low flow event may be attributed to thrombus at the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: 15965226-9544 h4: mfg date: 2016-nov-30 h6 method code(s): 10, 4112 h6 result code(s): 213 h6 conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.